Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was given for anticoagulation throughout the procedure with a half dose given prior to transseptal puncture (tsp) and the other 1/2 post tsp. A watchman trustee access system (was) was advanced into the left atrium. A 24mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed and implanted. The activated clotting time (act) results throughout the case resulted at 301, 250, and 307 seconds. A string of thrombus was observed on transesophageal imaging (tee) attached to the face of the closure device. The physician attempted to aspirate out the thrombus but was unsuccessful. The procedure was concluded, and no further interventions were performed. The patient will remain on oral anticoagulant (oac) regimen per the instructions for use and will return for follow up at the routine 45-day tee appointment. The patient was discharged home.